Manufacturer narrative:
Additional information was added. The actual sample was received for evaluation. Visual inspection revealed the male luer was deformed. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental repot will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set was connected to an unspecified pump and the pump reading showed "occlusion". The set was attached and the pump could not infuse. It was further reported that the tubing that goes into the IV bag was malformed. This event occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.